Event description:
Post-operative complications were reported following surgical treatment of humeral nonunion fractures using bone morphogenetic protein-2. Three patients developed a reaction to the bone morphogenetic protein consisting of erythema and oedema for treatment of humeral nonunion no further details were provided.

Manufacturer narrative:
Citation: argintar e, et al. "Bone morphogenetic proteins in orthopaedic trauma surgery." Injury (2010). (B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.